Manufacturer narrative:
Complete information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3002809144-2021-00349 under a different suspect device.

Event description:
The customer reported falsely elevated calcium results were generated for a patient on the architect c16000 analyzer. The customer stated on 21may2021 sid (B)(6) generated an initial result of 19.10 mg/dl, with a repeat result of 9.33 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During inspection, the field service representative performed multiple troubleshooting procedures of the architect c1600446 and determined the aero c8k pop vlv (09d36-02) & bellows, bellows only (rohs) (2-89054-02) were the causes of the customer issue. These parts were replaced, which resolved the customer issue. A review of the service history for the architect c1600446 was conducted and revealed no additional erratic or discrepant patient results were reported. A review of tracking and trending did not identify any trends for the aero c8k pop vlv (09d36-02) or bellows, bellows only (rohs) (2-89054-02) parts. Manufacturing documentation was reviewed and no issues were identified for the likely cause parts. The calculated erratic rates for the architect c4000, c8000, and the c4000 systems were reviewed and all below the upper control limit; no systemic issues or trends were identified for the issue associated with this ticket. Labeling was also reviewed and addresses operational precautions and limitations, troubleshooting of the fluidics subsystem and component replacement of the aero c8k pop vlv (09d36-02), troubleshooting of elevated concentration and erratic sample results, as well as removal and replacement procedures for the bellows, bellows only (rohs) (2-89054-02). Based on the investigation, no systemic issue or product deficiency was identified for the aero c8k pop vlv (09d36-02), bellows, bellows only (rohs) (2-89054-02), or the architect c1600446.